Event description:
It was reported the patient experienced a fall. Reportedly, the ipg only worked sporadically shortly after the incident. Surgical intervention was undertaken on (B)(6) 2014 explanting and replacing the ipg. Effective stimulation was achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.